Event description:
It was reported that after successful placement of the stent (subject device), the patient had a massive hemorrhage at the surgical site that required recannulization. The patient's family withdrew care and the patient expired. No further information is available.

Manufacturer narrative:
Evaluation conclusion: other for anticipated procedural complication. The device is unavailable for evaluation. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the device malfunctioned. Possible patient outcome of death is a known and an anticipated complication to these types of procedures and is listed as such in the device directions for use. As a result, a root cause classification of anticipated procedural complication has been assigned.